Event description:
It was reported a patient experienced fluid in the lungs caused by a diaphragmatic leak coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized for the event. Treatment information was not reported. The home patient had to have surgery to repair the diaphragmatic leak. Pd therapy was discontinued, and the patient was switched to hemodialysis. The patient plans on returning to pd. At the time of this report, the patient was still in the hospital. The event was considered to be related to the patient's own physiology. No additional information is available. Fluid in the lungs caused by a diaphragmatic leak. A customer contacted global technical service (gts) a low drain volume alarm during drain 1 of 5 while using the homechoice (hc). The drain volume was 1470ml. The last volume infused was 2000ml. The nurse (rn) stated there is no air or fibrin in the lines and there are no kinks or obstructions. The rn had the home patient (hp) reposition but the drain did not increase. The technical service representative (tsr) advised the rn to end therapy and contact the peritoneal dialysis nurse (pdrn). Hc was operational and a swap of the device was not necessary. The rn stated that the hp was in the hospital for fluid in the lungs.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.